Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted, concurrently with a : b/l paravaginal defect repair, left sacrospinous fixation, levatorplasty, perineorrhaphy, rigid sigmoidoscopy and parks repair. It was reported that following insertion the patient experienced pain, and dyspareunia. It was reported that patient underwent mesh revision/removal on (B)(6) 2003 due to mesh erosion. It was reported that patient underwent mesh revision/removal on (B)(6) 2012 due to mesh erosion. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh were was implanted. The patient experienced pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, urgency, microscopic hematuria and persistent and recurrent urinary tract infection.